Manufacturer narrative:
On 04/22/2019, mentor received additional information about the event. The patient developed capsular contracture (baker grade iii) in her left breast. Patient code 1761 for capsular contracture has been added. Patient code 2439 for breast lumps no longer applies to this event because the lump is from the patient¿s capsular contracture. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
At the time of this report, mentor has received no information regarding explantation or an expected explantation date. It is unknown at this time if the device will be made available for return. As a result, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) year-old hispanic female patient who underwent a breast augmentation revision procedure with a mentor smooth round moderate plus profile 375cc saline breast prosthesis noticed a lump on her left breast and began to experience daily pain. The patient reported that her left breast is starting to drop and bruise. At the time of this report, mentor has received no information regarding explantation or an expected explantation date.